Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh and sling removal, intravessicle installation, cystoscopy, hydrodistension on (B)(6) 2009 due to erosion, pelvic pain, and interstitial cystitis.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior sacrospinous colpopexy and anterior colporrhaphy; due to sui, vaginal vault prolapse and interstitial cystitis. It was reported that the patient underwent mesh and sling removal on (B)(6) 2009 concurrently with hydrodistention, intra-vesicle installation and diagnostic cystoscopy; due to mesh erosion, pelvic pain and interstitial cystitis. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, recurrence, bleeding, vaginal scarring, dyspareunia and emotional/psychological injury. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and pinnacle were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.